Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/oct/2009 a review of the device history record has been completed. No deviations or non-conformances noted. The event of nipple discharge is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported nipple discharge on an unspecified side. Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.5, d.6b, h.3, h.6.

Event description:
Device has been explanted.